Event description:
Follow up information revealed the infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported problem cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported there was pain and infection at the ipg site. The patient was hospitalized (B)(6) 2018. The physician cleaned the pocket and closed the incision. Antibiotics were administered during overnight observation.